Manufacturer narrative:
H6: investigation summary : no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that 2 bd maxplus¿ pressure rated extension sets with removable needleless connector leaked at non-connective parts during use. The following information was provided by the initial reporter: "also, this morning we have had 2 that were leaking at non-connective parts. 1 was in the tubing itself ( this had blood in it, so it was not saved). 1 was just below the connection site."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd maxplus¿ pressure rated extension sets with removable needleless connector leaked at non-connective parts during use. The following information was provided by the initial reporter: "also, this morning we have had 2 that were leaking at non-connective parts. 1 was in the tubing itself ( this had blood in it, so it was not saved). 1 was just below the connection site."